Event description:
Tips are rounded off. Update- (B)(4) 2014 product received.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned product confirms the reported event. The returned product was worn/rounded which suggests heavy usage. The provided lot number indicate the screwdriver have been in service for several years. The root cause in being attributed to product wear out. Due to the root cause of product wear out, the need for corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation may be re-opened.